Event description:
The customer's mother reported that her son experienced high blood glucose results while wearing a pod. She stated that the pod was activated at 6:30 am. At 11:30 am, he called his mother and said that his blood glucose level was within the normal range. He consumed 70 grams of carbohydrate for lunch and gave himself a bolus. The mother did not know the exact result or number of units at the time of the call, since she did not have the pdm with her. At 1:00 pm, he called his mother because he felt he was going high. His result was 290 mg/dl. His father went to pick him up and at 2:00 pm, his result was 400 mg/dl. He then removed the pod and activated a new one. The mother stated that the cannula was kinked. She was not aware of any other boluses given during the day, as her son was not with her when she called.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."